Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) and two inappropriate shocks due to atrial fibrillation (af) with rapid ventricular response. After the second shock, the patient got out of rhythm. No additional adverse patient effects were reported. This ICD remains in service.